Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the rfb, camera control unit, high def, overheated. It was unknown if a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be reproduced. Product passed functional testing including power cycling during 8 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating or power loss occurred during functional testing or burn-in. All live video outputs (composite, s-video, hd-sdi, etc.) Were found to be normal. All functions perform as expected. Cooling fans were fully operational. No problem found. A review of the manufacturing records shows that this unit was released to distribution new on (B)(6) 2009 and had not been previously returned for service.